Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment that the displayed traces were replaced with dotted lines across the screen. It was determined at analysis that there was a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation, after successful rv lead implantation with clear traces and completed measurements, the atrial lead was implanted. While the cables were being connected, the displayed traces were replaced with dotted lines across the screen. Troubleshooting steps were taken to include attempts to change screens, after which the traces returned. No patient complications have been reported as a result of this event. It was determined at analysis that the mobile programmer lost connection.